Event description:
Too high frequency supposed in ventilation during operation of a child causing hyper ventilation. All kinds of pressure ventilation modes show double frequency. Device too often triggered.